Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained additional information. The tip-up fenestrated grasper instrument was inspected prior to use with no issue identified. The instrument did not collide with any other instrument or tool during the procedure. There was no fragment falling inside the patient¿s anatomy. There was no procedure delay or impact to the patient. The instrument opened the tips on its own. Failure analysis has completed their investigation on the tip-up fenestrated grasper instrument involved with this complaint. Failure analysis replicated and confirmed the reported complaint. The instrument was found to have a frayed grip cable at the distal end. This causes the tip jaws open 180 degrees during insertion.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the tip-up fenestrated grasper instrument to perform failure analysis. However, the analysis is not yet completed. A follow-up MDR will be submitted when the instrument is evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument tip jaws opened at 180 degrees during insertion. A backup same instrument was used to complete the procedure with no patient harm.